Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s dad reported via phone call that the display was dim. Customer cannot recall their blood glucose reading. The insulin pump went blank after moisture exposure. Customer used new battery, but the display did not return. The insulin pump was not working. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump received with no anomaly on display noted. Insulin was inspected and no traces of moisture found. (B)(4).